Event description:
It was reported that pump experienced charging problems. There was no reported impact to the customer¿s blood glucose level. Customer declined technical services, and no additional information was received regarding further actions or outcome of event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.